Manufacturer narrative:
The MFR's service rep performed an on-site investigation. Parts were replaced. The system was tested and is operating as intended.

Event description:
The customer reported the loss of images on the 9900 system. No pt injury was reported.